Manufacturer narrative:
Follow-up #1: date of submission 04/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was intact. There was evidence of short battery life observed in the pump's black box. The pump's current draws were not within specifications. There was no evidence of moisture or loose components inside the pump. An internal component of the pump was found to be defective and causing the increased power draws. Unrelated to the initial allegations, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.